Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged fuses within the power module was unable to be confirmed. The power module (serial number: (B)(6)) was not returned for analysis and no images were submitted for review. Provided information stated the fuses were replaced and the unit functioned as intended. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate power module instructions for use (IFU) (rev. C) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 patient handbook (rev. G) section 6: ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10: ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that power module fuse had blown. The fused was replaced and the power module was tested okay since.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.